Event description:
The patient¿s vns generator was returned for product analysis as reported in MDR# 1644487-2013-01255. Product analysis was performed and no anomalies were found with the vns generator, but it was found at settings output current= 1 ma/ frequency= 20 hz/ pulse width= 500 usec/on time= 30 sec/off time= 60 min, which is an indication of a faulted diagnostics test. It is not known to date when the faulted diagnostics occurred, or by what programming software. Attempts were made for additional information but were unsuccessful to date.

Event description:
The programming history database was updated on (B)(4) 2013. The patient¿s explanted vns generator was interrogated the on the day of surgery (B)(6) 2013 and the settings were output current= 2 ma/ frequency= 30 hz/ pulse width= 500 usec/on time= 30 sec/off time= 5 min / magnet output current= 2.25 ma/ pulse width= 500 usec / on time= 60 sec. Three minutes after the interrogation the vns generator was interrogated again and showed output current= 1 ma/ frequency= 20 hz/ pulse width= 500 usec/on time= 30 sec/off time= 60 min / magnet output current= 1 ma/ pulse width= 500 usec / on time= 30 sec. This reveals that the prior to surgery the patient was at intended settings and the vns generator only faulted and changed the patient¿s settings to unintended values while it was being replaced prophylactically, and did not affect the patient's therapy. The last system diagnostics showed output status = limit, lead impedance = high, dcdc code = 7, eos = no. The high impedance which was revealed in the system diagnostics was previously reported in MDR # 1644487-2013-01255.

Manufacturer narrative:
Analysis of programming history.